Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) required multiple full energy shocks in order to terminate the patients arrhythmia due to a high dft threshold. The device was removed and upgraded to a bi-v ICD system and the defibrillation vector was changed to include the newly implanted sub-q high-voltage coil. No patient complications have been reported as a result of this event.